Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 indicating that a failure in the touchscreen was found during periodic maintenance at the repair center. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device kept operating when the failure was found. There was no reported delay in therapy. A failure in the touchscreen was found during periodic maintenance at the repair center. The investigation is ongoing.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse replaced the touchscreen, cleaned the device, performed functional testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11: d4, product UDI #.

Manufacturer narrative:
A failure in the touchscreen was found during periodic maintenance at the repair center. An initial evaluation was performed, and the misalignment of the touch position (the responding position is different from the touched position) was confirmed. Since the issue was not resolved by calibrating the touchscreen, it was discovered that the touchscreen needed to be replaced. A service proposal for repair was sent to the customer for approval. The investigation is ongoing.